Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08810. It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.25mm rotalink¿ plus and a 330 cm rotawire¿ were selected for use. During ablation, it was noted that there was less resistance on the advancer knob. As it was advance the resistance disappeared and was advance in one swift movement. The device was attempted to be withdrawn from the wire but it was unable to be removed from the wire. The device was removed with the wire as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.